Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration and aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2017, a follow-up computed tomography (CT) scan reportedly revealed the trunk-ipsilateral leg component (rlt261412j/13732829) had migrated distally approximately 10mm, and a false aneurysm was observed just below the renal arteries. On (B)(6) 2018, a follow-up CT scan reportedly showed enlargement of the false aneurysm just below the renal arteries. On (B)(6) 2018, a re-intervention procedure was performed whereby a gore® viabahn® endoprosthesis was placed in the left renal artery, and an excluder® aortic extender component was placed just below the right renal artery with chimney technique. An additional aortic extender component was placed in the distal portion of the initial aortic extender component for adequate sealing with the trunk-ipsilateral leg component. The patient tolerated the procedure.